Event description:
It was reported that the patient experienced a blood glucose value of 57 mg/dl after a delayed breakfast while using the ilet system, and the caregiver sought guidance on whether to announce the meal; the user was instructed not to announce when below range and to either treat the low and announce once in range or eat without announcing and allow automated corrections. Symptoms included hypoglycemia. Outcomes included use of oral glucose and education on appropriate meal announcement and low treatment. Investigation included complaint handling and troubleshooting with user education. Investigation of this case revealed no device malfunction and indicated an event consistent with hypoglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.